Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient's case was cancelled and there was no further information.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_ext, serial# unknown, product type: extension; product ID neu_unknown_lead, serial# unknown, product type: lead.

Event description:
The consumer reported that the impedances had gotten higher over time when measured at the patient&#62688;programming sessions. The high impedances started sometime after (B)(6) 2014 with the old implants. His tremor was being managed, but had gotten worse since implant. His tremor had improved from reprogramming, but still was not where it had been. He was reprogrammed on (B)(6) 2016. The patient's dyskinesia had also gotten worse since implant. The consumer noted that the patient had stumbled and fallen, but it had not been major. It was unknown when the falls happened. He had x-rays and CT scans were performed, which had not shown any problem. The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient was going to have surgery on (B)(6) 2016. The impedances indicated an open circuit on the left. The battery and/or lead extender would be replaced as needed. The patient&#62688;indications for use were parkinson's dual and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider (hcp) reported that the high impedances had been present since the time of battery replacement surgery. The electrode impedance was greater than 40,000 ohms involving the #0 contact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.